Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and no product malfunction or deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had unfolding issue and haptic stuck to optic. Through follow-up, it was learned the lens was inserted and removed during the same-procedure as the optic would not unfold. The lens was discarded. There was no vitrectomy, incision enlargement or sutures required. A new lens was implanted. There was no patient injury. No additional information was provided to johnson & johnson surgical vision.